Manufacturer narrative:
(B)(4).

Event description:
Foreign distributor contacted dexcom technical support on (B)(6) 2014 to report on behalf of patient that the receiver displayed a hardware error on (B)(6) 2014. Foreign distributor stated that the patient reset the device and issue was not resolved. At the time of contact the foreign distributor did not report any injury or medical intervention.

Manufacturer narrative:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the reported fault could not be reproduced and there was no failure detected. The device was determined to be operating within the required specifications without malfunction. The complaint of a hardware error could not be confirmed.